Event description:
Information received by medtronic indicated that the insulin pump had crack at back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = missing. Customer returned pump for an alleged damaged battery tube found on jul 20, 2021. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator.¿test p-cap and reservoir could not locked properly into reservoir compartment during testing due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and minor scratches on lcd window. In summary, the customers alleged cosmetic damage (damaged battery tube) was confirmed for a cracked battery tube which was noted during visual inspection. Additionally a flashing white display was confirmed due to moisture damage on pcba 1 after visual inspection when cutting the pump open. Additionally a missing retainer was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.